Event description:
It was reported that patient with this right ventricular (rv) lead experienced diaphragmatic stimulation and noted loss of capture due to lead dislodgement. During generator change, a fluoroscopic image revealed that the lead had perforated. This rv lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information indicated that elevated capture threshold was also noted on the rv lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. In addition, no lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. Perforation or pericardial effusion or cardiac tamponade is also known risks associated with medical procedures involving implanted cardiac leads. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced diaphragmatic stimulation and noted loss of capture due to lead dislodgement. During generator change, a fluoroscopic image revealed that the lead had perforated. This rv lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information indicated that elevated capture threshold was also noted on the rv lead.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced diaphragmatic stimulation and noted loss of capture due to lead dislodgement. During generator change, a fluoroscopic image revealed that the lead had perforated. This rv lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.